Manufacturer narrative:
Investigation conclusion: the customer¿s experience that the chemotherapy drug arsenic trioxide infused faster than programmed could not be confirmed or replicated during this investigation. Log review confirms that an infusion of arsenic trioxide was programmed for 73 ml/h and the vtbi of 145 ml starting at 9:22:44 am, with the calculated duration of 1 hour 59 minutes. From 10:23:02 am to 10:41:06 am, the ¿delay for¿ in the delay options was programmed twice for 15 minutes. At 10:43:58 am and 10:44:00 am, the pump module alarmed for the door being opened, at which time the total volume infused was 71.366 ml. The actual bag volume could not be ascertained from the event logs. Rate accuracy testing performed found the pump module with the administration sets was infusing within specification. The inspection process performed on the pump module and incident administration sets found no existing malfunctions; concentricity analysis of the silicone pumping segment found that it was dimensionally within specifications. The device was being used for patient treatment. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the patient presented for day #4 of cycle 1 infusion of chemotherapy. The infusion was arsenic trioxide, 14.7 mg in 100ml with a volume to be infused of 115ml with an intended infusion duration of 2 hours. After one hour, the patient called the rn into room and reported that the infusion was running faster than usual; the rn observed that the IV bag was empty. The infusion was programmed at 2 hrs based off the total volume in the IV bag per the medication label = 115 ml. There was no harm or medical intervention required. The facility biomed reviewed logs and identified the infusion was correctly programmed on channel b using guardrails at a rate of 73 ml/hr with a vtbi of 145 ml. Testing identified the device was within specification.

Event description:
It was reported that the patient presented for day #4 of cycle 1 infusion of chemotherapy . The infusion was arsenic trioxide, 14.7 mg in 100ml with a volume to be infused of 115ml with an intended infusion duration of 2 hours. After one hour, the patient called the rn into room and reported that the infusion was running faster than usual; the rn observed that the IV bag was empty. The infusion was programmed at 2 hrs based off the total volume in the IV bag per the medication label = 115 ml. There was no harm or medical intervention required. The facility biomed reviewed logs and identified the infusion was correctly programmed on channel b using guardrails at a rate of 73 ml/hr with a vtbi of 145 ml. Testing identified the device was within specification.

Manufacturer narrative:
Additional information added to: a4,d4,h4 the report that the chemotherapy drug arsenic trioxide infused faster than programmed could not be confirmed or reproduced during the investigation. Log review confirms that an infusion of arsenic trioxide was programmed at 73 ml/hr with a vtbi of 145 ml starting at 9:22 am, with a calculated duration of 1 hour 59 minutes. Rate accuracy testing found the customer-provided pump module to be infusing within specification. Inspection found no existing malfunctions; concentricity analysis of the tubing set found the silicone pumping segment within specifications dimensionally. Review of the event log shows that at 9:22 am, pump module s/n(B)(6) (channel b) was selected and programmed to infuse arsenic trioxide (drug ID 48) from guardrails drugs. The user entered a drug amount of 14.7 mg, a diluent volume of 115 ml, and patient weight of 97.7 kg. The rate was programmed for 73 ml/h wth a vtbi of 145 ml. At 9:22:44 am, the programmed infusion began with a calculated duration of 1 hour 59 minutes. At 10:25 am and 10:41 am, the pump module option ¿delay for¿ was selected and programmed for 15 minutes. At 10:43 am and 10:44 am, the pump module alarmed for the door being opened. At 10:44 am, the pump module was channeled off. The total volume infused was 71.366 ml. The actual bag volume could not be ascertained from the event logs. The root cause of the reported failure could not be identified.

Event description:
It was reported that the patient presented for day #4 of cycle 1 infusion of chemotherapy . The infusion was arsenic trioxide, 14.7 mg in 100ml with a volume to be infused of 115ml with an intended infusion duration of 2 hours. After one hour, the patient called the rn into room and reported that the infusion was running faster than usual; the rn observed that the IV bag was empty. The infusion was programmed at 2 hrs based off the total volume in the IV bag per the medication label = 115 ml. There was no harm or medical intervention required. The facility biomed reviewed logs and identified the infusion was correctly programmed on channel b using guardrails at a rate of 73 ml/hr with a vtbi of 145 ml. Testing identified the device was within specification.

Manufacturer narrative:
Added a3- sex - male.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot y315093, exp feb21, 0.9% sodium chloride injection. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the patient presented for day #4 of cycle 1 infusion of chemotherapy . The infusion was arsenic trioxide, 14.7 mg in 100ml with a volume to be infused of 115ml with an intended infusion duration of 2 hours. After one hour, the patient called the rn into room and reported that the infusion was running faster than usual; the rn observed that the IV bag was empty. The infusion was programmed at 2 hrs based off the total volume in the IV bag per the medication label = 115 ml. There was no harm or medical intervention required.